Event description:
It was reported that the customer had high blood glucose levels (200-300 mg/dl). Customer reports that the only uses his abdomen for placement site, and may have ran into scar tissue. Customer changed infusion site and took correction boluses to stabilize his blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.